Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor broke. The customer was unsure if the sensor cannula was still in their body. The customer could feel a small thread in their body and took tweezers to remove it. The customer noticed the issue after removing the sensor as the recorder did not blink. Customer's blood glucose level was not reported. The device was not returned.